Manufacturer narrative:
One low flow hotline was returned for analysis. Upon visual inspection wear was noted to the damaged enclosure, tank cover, front cover, plate clip, line cord and pole clamp. The tank was filled with water, temp check was attached, the line cord was plugged in and the unit was power on; confirming the complaint. Based on the evidence, the root cause is a faulty pcb.

Event description:
Information was received indicating that a smiths medical fluid warmer was unable to adjust the temperature to match the lcd. No adverse events were reported.